Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she had suffered a hypoglycemic event due to cgm's inaccuracy. Pt had treated herself with insulin, based on her cgm value of 287 mg/dl, without measuring her bg prior to therapeutic decision. Pt lost consciousness, paramedics were called and measured pt's bg at less than 20 mg/dl. Pt occasionally takes hydrocodeine, an acetaminophen containing product. Acetaminophen is a cgm contraindicated product. Pt does not recall if she had taken hydrocodeine or not prior to her episode. At the time of her call to dexcom technical support pt states she was feeling fine.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.